Manufacturer narrative:
The accounts maintenance found the stems broken on two brake casters and one steer caster. The account replaced the casters to repair the bed.

Event description:
Info received indicates the bed moves when locked in the brake mode.